Event description:
A pt reported that their meter would not turn off. Pt had a reading of 120 the night before, and the next morning, it was still on the meter. The meter had not turned off. The meter needs to turn off and then on to start a blood glucose test. Since the meter could not turn off, pt was unable to do a test on it. The issue was not resolved with troubleshooting. Unk if the pt had any symptoms. There was no medical intervention or treatment given. No further info has been reported.